Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There were no unexpected failed battery test alarms. There was no moisture damage on the electronic/motor assembly. There was no damage on the belt clip slot. The pump had cracked case at all corners of the display window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error and the customer was unable to clear it. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated that there was moisture in the pump screen. She tried to bolus for dinner and received a failed battery test alarm before the button error alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.